Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer support provided pump reset information and assisted the caller with resetting the device. The issue did not recur after the reset, and the customer was instructed to continue using the pump and to report any future malfunctions.